Manufacturer narrative:
Device evaluation: d9, g3, g6, h2, h3, h6 and h10 result of investigation: the equipment was received in vyaire facility for evaluation. Service technician was not able to verify customer's reported problem "pressure issue".all testing performed with a good known test ac adapter and patient circuit connected. Vent passed 60 hours extended tests at customer settings with no unusual alarms or conditions occurring. Vent passed ts final test which includes many alarm and ventilation functions. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report at this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determined yet.

Event description:
The customer reported to vyaire medical that the lap top ventilator 1150 unit has pressure issue. The customer confirmed that there was no patient involvement associated with the reported event